Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while charging an implantable neurostimulator (ins) preoperatively, that a 0x2 power on reset (por) code was observed on the recharger. The ins was then interrogated with a physician programmer and the por was cleared. It was noted that the issue ¿could be due to temperature changes¿ and also that the battery being ¿charged in close proximity to a computer terminal which was not working¿ may have led or contributed to the issue. The issue was discussed with technical services and the physician; the ins was implanted since a spare was not available and the issue was resolved. There were no surgical interventions planned or performed due to the issue; the patient was alive with no injury at the time of report. It was noted the patient was ¿very happy with the system and didn't report any problems¿ at their follow-up appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.